Event description:
When IV tubing was discontinued to flush patient's IV, the tip of the small extension and 7" small bore pressure infusion set with the clear microclave, purple clamp broke off at the point of connection into the hospira j-loop extension set. This resulted in a whole new j-loop needing to be applied to the hub of the IV cannula. No patient harm.what was the original intended procedure?IV tubing was discontinued to flush patient's IV.device #1is this a laboratory device or laboratory test?no.